Event description:
A technician reported unexpected outcomes in three patients. Two patients had bilateral unexpected outcomes, for a total of five eyes. This report is for the left eye of the third patient, who is bilaterally implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).